Event description:
The customer reported being hospitalized due to low blood glucose of 44 mg/dl. Troubleshooting was performed. The customer stated that he was unconscious. The customer's most recent glucose reading was 118 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI about a year ago, and went through a body scanner at the airport in two occasions several weeks ago. The customer stated that his glucose level was treated with an insulin drip at the hosp. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.